Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the surgeon responded and confirmed our summary of this event, additionally the surgeon stated there were no poor outcomes associated with this event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the force bipolar instrument jaws broke at the hinge point and locked on to unidentified tissue. The instrument had been in use for approximately 40 minutes. The force bipolar instrument could not be removed, and the unidentified tissue was dissected free. The instrument had to then be held with another grasper so it could be removed from the port. Another instrument was opened, and the case was completed. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument passed the energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional with no physical damage. No product issue was found.